Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was found cracked after removal from a pocket, rendering the screen unreadable and the device unusable, and a replacement device was arranged. Symptoms included none reported, and the patient stated feeling okay with no indications of hypoglycemia or hyperglycemia. Outcomes included the need for device replacement and return of the damaged unit. Investigation included review of the event description and return logistics and inspection of the returned device. Investigation of this device revealed a damaged display component consistent with external physical damage to the device housing and screen, which prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or external impact.